Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) service alarm code. Prior to testing, the device had been returned to the biomedical department with a report of no device display and no backlight. These are not reportable malfunctions. During testing at the user facility, the device alarmed with a s321 service alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.